Event description:
The patient reported that their one touch ultra meter had missing segments on the display. This issue was not resolved with troubleshooting. They had received a reading of 88 mg/dl and had thought that it was 66 mg/dl. Due to the misinterpreted low reading, the patient had decreased their medication by 60 mg for about 30 days, but then they had been feeling thirsty. The patient went to see the doctor due to low readings, and the doctor increased their medication to where the patient was supposed to be taking. They were also tested on the doctor's meter with a result of 160 mg/dl, which does not reflect any serious injury. There is no further clinical information provided. This case is reported as a meter malfunction due to the missing segments.